Event description:
During use of a palmaz stent which was crimped on a maxi ld balloon it was reported that while attempting to inflate the balloon, the balloon did not open properly. During deflation the stent dislodged from the lesion site. The stent was ultimately deployed in the descending portion of aorta. The patient is a 25 year-old male. The target lesion location was a narrowing in the aorta. Access was made in the femoral artery. The lesion was pre-dilated with a 12/40 optapro balloon. The physician mounted the palmaz on a 22 x 40 maxi ld balloon and crossed the lesion along with a mulin sheath (cook). He then retrieved back the sheath and attempted to deploy the palmaz stent at the lesion site. While trying to inflate, the balloon did not open properly due to which the stent was dislodged from the lesion site. Also the maxi ld balloon was not deflating and the balloon was not retrievable through the sheath. Because of this, the physician had to remove the entire system out of the body. The physician then cut the balloon from the shaft and again re-inserted the mulin sheath. Then the physician dilated the lesion site with a 25 x 40 maxi ld also they dilated the stent with the same 25 x 40 maxi ld balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report 1016427-2013-00073.